Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of neuropathy in a male pt who received poligrip (super poligrip denture adhesive cream) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip (dental). At an unk time after starting poligrip, the pt experienced neuropathy, copper deficiency, unwell, fecal incontinence, leg numbness and numb feet. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. At the time of reporting, the neuropathy, leg numbness, numb feet, fecal incontinence and feeling unwell were unresolved while the outcome of the copper deficiency is unk. The MFR's report number for this case is 9681138-2008-00004. Super poligrip denture adhesive cream is manufactured in another country, and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.